Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009; inratio: 4.7; lab: 3.5.

Manufacturer narrative:
Data analysis was not performed on 4.7 and 3.5 inr results because they were obtained more than 3 hours from each other. Since time of tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. In review of technique, ts found improper user technique. It was indicated that user milked finger. Product deficiency was not established. Further action is not required. As of 11/30/2009, three discrepant result complaints were reported for lot #220392. Trending and tracking will be done in review of strip lot #220392. No corrective action required at this time as no product deficiency was established.